Manufacturer narrative:
Device evaluation: an additional four devices were returned and evaluated for the device fell off complaint. All devices were received and inspected. Due to the condition of the adhesive foam pad, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Manufacturer narrative:
Device evaluation: eight devices were received for investigation. One of the eight devices was received with the adhesive liner on the device. The device will not adhere to the skin if the adhesive liner is not removed. Therefore, this device's report of falling off would be attributed to use error. The remaining seven devices were received with the adhesive liner removed and in used condition. The functional testing performed verified that the foam pad adhesive strength was acceptable. The complaint for the seven devices could not be confirmed.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted the type 2 diabetes mellitus (dm), v-go 30, humalog insulin client. She started on the v-go device 1 week ago. She has had 6 v-go devices fall off, adhesive becomes loose, needle pinches the skin and device has fallen off after wearing for 2 to 4 hours. Verified with client she is following the steps to apply the device per v-go manual. Skin is clean, dried, wiped with alcohol pad, dried, device placed, runs fingers along the adhesive edges. Device is applied to her abdomen, avoiding the waistline, rotating sites daily, no exposure to water (shower or swimming). Client reports the adhesion loosens and device falls off. She has also been alerted to the loosening adhesion when pinched by the needle that is no longer in place. Client shared she does have skin irritation and redness at the needle insertion site and where adhesion tape is on the body. No medical treatment has been needed for the redness. No issues with removing the adhesive tape from the body. The v-go adhesive is medical grade and hypoallergenic however some people may have a reaction. Client is reporting since using the v-go device she has had blood sugars range to 402. She contacted her hcp regarding the elevated blood sugars readings and was advised on how to adjust insulin, bolus clicks. She responded well with the insulin adjustment and no additional medical treatment was needed. No changes in daily routine of diet, physical activity, acute illness, stress or medical treatment is reported with the blood sugar readings. Client reports no issues with the needle start button, bolus ready or delivery button. The high blood sugar reading may be related to new insulin administration. Close monitoring and adjustments are recommended. The loosening adhesion and device falling off may also contribute to the elevated blood sugar readings secondary to loss of insulin. A blood sugar reading of 402 can be considered serious, with the possibility of recurrence. However, no serious injury occurred for this case. It is possible the v-go device contributed.

Event description:
The patient reported via voicemail that they have had 6 v-go 30 devices fall off after placement. The specific event dates were not provided. The patient reported that the adhesive was not strong enough. Additional information revealed that the patient experienced hyperglycemia with blood sugar readings of 402 ml/dl. The devices were reported to be available for return to the manufacturer for evaluation however to date have not been received.